Event description:
The account stated that the axsym analyzer has generated a false positive toxoplasmosis igg (toxo igg) result on a patient sample. The initial result was positive at 27.3 iu/ml. This patient's clinical history is negative for toxo igg. The sample was then retested in duplicate, and the results were both negative at 0.0 iu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The message history log was reviewed during troubleshooting by the customer technical advocate (cta) and error 5013, motor step loss, probe up/down, sampling center was identified. The customer was instructed to perform repeatability tests and error 5010, motor step loss, solution 4 pump, sampling unit occurred during testing. The customer was advised to change the probe. Following replacement of the probe, additional repeatability tests were performed and results were as expected. The cta followed up with the customer three weeks later and no additional issues have occurred since replacement of the probe. Based on the available information, the most probable cause for the erratic results was failure to follow the axsym system operations manual troubleshooting instructions for error codes that were generated.